Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2022 wherein the ipg was not put into surgery mode. After the surgery, the patient's ipg lost all programs. After several attempts, the field representative successfully reprogrammed the patient. Therapy was restored.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. After several attempts, the rep successfully reprogrammed the patient. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.